Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report #s 1627487-2011-06246 and 1627487-2011-06247. The patient's ((B)(6)) scs system included an ipg, percutaneous lead and lead anchor. It was reported the patient developed a wound infection at the ipg site following a procedure to address a lead migration issue. The infection was confirmed via culture and both oral and intravenous antibiotics were administered to the patient as treatment. As a result of this issue, the patient's scs system was explanted. Follow-up on this matter found that the patient's infection has resolved.